Event description:
The customer reported that their pump screen was dark and would not turn on. The customer declined to provide their blood glucose level, so there was no reported impact to the customer¿s blood glucose level. Technical support instructed the customer to confirm the pump was not plugged in, attempt a reset, and try charging the pump, but it failed to turn on. Consequently, the pump was deemed faulty, and a replacement was arranged. The customer was knowledgeable about backup therapy using multiple daily injections (mdi) and understood how to put the pump into storage mode for return within the advised timeframe.